Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 37x3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following the insertion of a non-bsc guide wire, pre-dilation was performed with a non-bsc balloon. The physician then deployed a 3.50x38mm promus element ¿ long drug-eluting stent. Post deployment, the physician noted a type b dissection at the distal end of the stent. Subsequently, the physician deployed a 3.5x24mm promus element stent to cover the dissection. No further patient complications were reported and the patient's status was stable and is responding well to medications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).